Event description:
Customer states the bolt snapped on one of the casters which came off and caused the lift to crash down. Customer states the end user was being transported to bed from chair at the time and because she was over the bed she was not injured. August 2013 unit was purchased. The end user's son states the rear wheel is the one that came off (B)(4).